Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used omnifix 30 ml ll without packaging. The received sample was taken to a visual examination. The sample was filled with approximately 20 ml of a reddish liquid. In the area of the 20 ml graduation we detected a square deformation (no crack) outside the syringe cylinder. In the area of the 15 ml graduation we detected a deep scratch parallel to the tick mark outside the syringe cylinder. This scratch was indicated as a crack by the customer. The syringe was emptied, flushed and cleaned. Inside the syringe cylinder we detected a reddish / yellowish jellylike substance. In addition we detected a deformation at the piston rod. In assembled condition this deformation is directly in the area of the square deformation at the syringe cylinder. This indicated that the damage / deformation of the syringe cylinder arose with assembled piston rod. Afterwards the sample was tested for tightness of the syringe piston. We detected massive leakages in the area of the square deformation. These leakages arose between the syringe cylinder and the piston rod. No leakages detected in the area of the deep crack or in other areas. We have informed our manufacturer accordingly. We assume that the sample has been squeezed during the packaging process. Within the last 12 months no similar complaints have been reported. Hence we assume a single error. A review of the batch and manufacturing records revealed no abnormalities or nonconformities.

Event description:
As reported by the user facility ((B)(4)): leakage at the syringe due to a crack between the scale of 10 ml and 20 ml. No abnormalities detected after two hours. After further 30 minutes problems with the circulation. Blood loss of approx. 500 ml. ; hypovolaemic shock.